Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer stated on social media that the strings come out of the tampons when trying to take them out. No injury was reported.